Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the atb35 release button would not work. Another device was used to complete the case. There was no consequence to the pt.